Event description:
It was reported following a percutaneous procedure an angio-seal vip was deployed. Approximately 1 week later, the patient contacted the physician due to a complication. The patient underwent surgical intervention and the collagen was removed.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombosis, percutaneous thrombectomy, or surgical intervention.